Manufacturer narrative:
Medical device: 4598-88 lead, implanted: (B)(6) 2015. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy due to inappropriate detection of ventricular fibrillation (vf) for noise on the competitor right ventricular (rv) lead. The crt-d was reprogrammed to voo, or left ventricular (lv) lead pacing only, and remains in use. No further patient complications have been reported as a result of this event.